Event description:
It was reported the catheter had back out of the intrathecal space. The catheter was coiled up behind the pump. A dye study had been performed; unable to aspirate. X-ray reports indicated there "appeared to be a break," but that was not the case. There were no patient symptoms reported. The catheter was replaced. The patient recovered without sequela.

Manufacturer narrative:
The catheter was returned for analysis, which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.